Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. There was no adverse effect to customer's blood glucose level. During troubleshooting with tandem technical support the pump was reset, and the malfunction was cleared.